Event description:
The event is reported as: "complaint alleges that the compressor no longer produces air for treatments." No pt injury reported.

Manufacturer narrative:
The device sample was not received by MFR at the time of this report.